Event description:
It was reported that during service and evaluation, it was determined that the modified trinkle ream attachment for trs device was frozen/will not move. It was noted in the sales order that the device did not work. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device. The following steps failed: section 10: general condition, section 20: markings, section 50: check pins length of handpiece coupling, section 60: check cannulation of attachment, section 70: check general function in running mode. During the service evaluation the following failures were identified: visual: color band chipping/fading, visual: cosmetic damage, functional: frozen/will not move, device interaction (2+ devices): cannot engage attachment - coupling, labeling: illegible etch. Conclusion: failure reported is confirmed.